Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a high blood glucose of 515 mg/dl due to a pump malfunction. The customer reported the insulin pump turned off without a battery notification prior, causing the customer to have a high blood glucose of 575 mg/dl. The customer was unsure if they received a bolus due to the pump malfunction, which caused the customer's blood glucose to reach 585 mg/dl at the time of incident. The customer also reported receiving pump error 4 and pump error 15 before being hospitalized. The customer was treated with fluids at the time of the hospitalization. The customer was wearing the insulin pump at the time of hospitalization. It was also reported the customer experienced a low blood glucose of 39 mg/dl that required the paramedics to be called. The customer was able to treat the low with orange juice and glucose tablets. The customer also reported a high over 600 mg/dl in another incident. The customer's current blood glucose was 169 mg/dl at the time of call. The insulin pump will not be returned for analysis.